Event description:
I had the medtronic synchromed ii pain pump implanted (B)(6) 2017. Around (B)(6) 2017 or before, I noticed a golf ball size lump over the incision in my lumbar spine where the catheter is placed. The lump would recede at times but then increase again. At the same time my leg symptoms and low back symptoms became significantly worse and it was as though I had no pain medication whatsoever. As of february the lump is down significantly and tubing or wires seem palpable where the lump was.